Manufacturer narrative:
(B)(4). Date sent: 3/6/2025. Investigation summary: service center was unable to replicate fault experienced by user. During final testing before returning to customer, service center experienced faults with unit. This unit's monopolar port b coag mode suddenly doesn't activate. After resting overnight, unit performs as per normal until a certain point, coag b cannot be activated. This issues seems intermittent. Customer was quoted for a backplane pcb replacement but quotation was rejected. Unit will be returned to customer unrepaired.

Event description:
It was reported that during an unknown procedure the megadyne generator, first use of new machine. Auto bipolar alarming constantly and activating energy when sitting on the table, not in use. The surgery was delayed 30 minutes. Turned off auto when not in use, the procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2024 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: was the issue resolved? If yes, how? If the device was continuously activating, how did you know? The activation noise was audible at all times, even with the bipolar device on set up trolley with no one touching it.